Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board, sensor board, oxygen blending module board were replaced to address the issues. In addition of the above evaluation, the device¿s blower operation noisy, required to replace and device¿s front enclosure, enclosure seal, front enclosure, porting block adaptor, oxygen blending module housing physical damage, replacement required. Device's 43-micron filter, oxygen blending module blender gasket dirty, replacement required device¿s pollen filter, ac cord clamp missing, required to replace and device¿s circuit port missing, distributor required to attached porting block when connecting patient circuit, which was not related to the malfunction/issue.